Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular lead being used for his bundle pacing had high thresholds. The lead had not dislodged, but it seemed there was extra slack built up that changed the angle of the lead and caused the threshold increase. The lead was repositioned and remains in use. A backup right ventricular lead was also implanted at that time. No patient complications have been reported as a result of this event.